Event description:
Customer reports a blood glucose results of 465 mg/dl taken at 16:15 on the advantage system; based on this result, she took glipizide 20 mg, and went to her doctor due to the high result (no high blood symptoms reported). At 17:00, her result on the doctor's meter was 93 mg/dl; she felt shaky and lightheaded with this result, and was given soda and glucose tablets. The customer did not provide the location where the discrepant results were obtained or how long they have been occurring. Controls were run and in range 1 week ago. No adverse event reported. Requested return of suspect device and replacement was sent. Accu-chek advantage system: meter, comfort curve test strip lot number 548727, expiration date 07/31/2008.

Manufacturer narrative:
The suspect product is the comfort curve test strips.